Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the distal right coronary artery (rca) with 90% stenosis, and was 18mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of a 3 x 28 mm study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid right coronary artery (rca) with 75% stenosis and was 16mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct placement of a 3.50 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented as an outpatient with the complaints of chest pain, was hospitalized with the diagnosis of angina and was referred for cardiac catheterization. The 75% stenosis located in the distal rca was treated with pre-dilatation and placement of a 3.25 mm non-bsc drug-eluting stent with partial overlap with the study stent, residual stenosis was 0% and timi 3 flow.